Event description:
It was reported that on (B)(6) 2024, a 21mm sjm regent heart valve w/ flex cuff was chosen for implant. During procedure, the valve was implanted. While trying to rotate, the valve cracked. The valve was removed and replaced with another 21mm sjm regent heart valve w/ flex cuff. There were no reported adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve fracture during rotation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the potential cause of the reported incident could not be conclusively determined but is consistent with rotating the valve through resistance. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.